Event description:
Discordant results were obtained on patient sample(s) on a advia centaur xp instrument. It is unknown what assay(s) were affected. The discordant results were reported to the physician(s). The samples were retested and it is unknown if the corrected results were reported out. There are no known reports of patient intervention or adverse health consequences due to the discordant results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). During troubleshooting the tsc specialist discovered the customer left the cleaning solution in the water filter and degasser and a qc test was not performed afterwards. The instructions for performing proper monthly cleaning procedures were in the operator guide and customer training text and an explanation on these procedures was provided by the tsc specialist. The cause of the discordant results is user error. This instrument is performing according to specifications. No further evaluation of this device is required.